Manufacturer narrative:
The subject o-ring was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject o-ring, and it was found that there was a scratch on the subject o-ring. Since the serial number was unknown, omsc could not confirm device history record. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the o-ring could not keep airtightness due to the scratch. From the scratch mark, it was presumed that the scratch occurred on the o-ring since the user tightened the o-ring with excessive force when connecting.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user replaced the o-ring of the subject device, but co2 leaked from the subject device. The user replaced the o-ring of the subject device again. Other detailed information was not provided. There was no report of patient injury associated with the event.